Manufacturer narrative:
(B)(4). The analysis found that the ec60a device was received in good visual condition and with an ecr60g reload present. The reload was received fully fired and with the cartridge deck damaged; the damage to the cartridge is consistent with the device being clamped over a hard object. In addition, several b-formed staples were found in the jaws. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties noted. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction are included with the tissue inside the jaws such as clips as they can jam the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, when the device loaded and fired on the duodenum at the 1st firing, the knife did not return to the home position at the fourth stroke. As the target tissue of the duodenum side came off from the jaw eventually, another device was loaded with a new cartridge and was fired on the gastric side to remove the first device. The deployed staples were b-form shaped. Reinforcement product was not used. There were no adverse consequences for the patient. It was found that the jaw clamped a deployed clip at the firing and the clip was caught in the device.